Event description:
The patient received emergency room treatment for elevated blood glucose levels. The patient reported that the pump was unresponsive.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed that the battery cap was damaged. The pump user guide instructs that the battery cap must be replaced a minimum of once a year. There is no evidence that the battery cap was replaced by the user. The pump was evaluated using a replacement battery cap and found to be operating within required specifications.